Event description:
It was reported that prior to implant, a set screw anomaly was observed. Device was not implanted. Patient condition is good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of a set screw anomaly was not verified in the laboratory. The svc df-1 set screw was noted to be backed out from the set screw threads. After it was placed back into the set screw threads, a torque driver was able to engage the svc df-1 and tighten the set screw. Test leads were inserted and secured with no anomalies.